Event description:
During a robotic procedure it was noted by the surgeon and staff that the large hemolok applier robotic instrument was not holding the clips properly. This instrument was removed from the sterile field and labeled as defective. A different instrument of the same type was opened and held the same clips properly.